Event description:
The pump was interrogated on (B)(6) 2010 when the pt came in to the clinic. The pump said it was stopped. The pt had had an MRI 2 weeks earlier but never came in to the hospital to get his pump checked. The pump was replaced. The device system was used to deliver baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).